Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that the esst and safelight lightcables are going on and off of standby without the doctor disconnecting cord from the adapter. It was further reported that there were no issues with the pt.